Manufacturer narrative:
(B)(6). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted. Additional questions in regard to the incident have also been asked. If any answers are received they will be included in the follow-up report.

Event description:
The customer reported that during a procedure in the labor and delivery department, the pt was burned and the doctor felt tingling in their hand.